Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. The device also had a cracked case at the display window.

Event description:
The customer reported that the insulin pump had moisture underneath the screen. Troubleshooting was performed. The customer stated that the device had a crack on the case and it was exposed to heat. No troubleshooting was performed.